Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the timing on the medstation was being affected, and this was also impacting pull times for some medications. Health sight viewer showed shown as devices with download stopped. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had download stopped and the time was off. A technical support specialist (tss) connected to the stations indicated in the download stopped notifications in health sight viewer (hsv), resolved the time synchronization issue with the server, and noted that the stations had disappeared from the hsv notifications. The system functioned as intended after the technical support specialist troubleshot the device.